Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the inform meter base. (B)(4).

Event description:
Additional information was received; a revision procedure was performed. This lead displayed increased threshold measurements. External pocket manipulation did not reveal noise. Once the pocket was opened, the noise was reproduced. The lead was fully inserted into the device header. The header connection did not reveal any noise. Manipulation of the body area where the leads entered the subclavian reproduced the noise. A decision was made to implant a new shock lead. This lead was cut as far as possible and the remainder of the lead was surgically abandoned. The remaining portion of the lead will be returned for analysis. During the removal of this lead, the lead was damaged proximal to the yoke. Acceptable measurements were obtained with the replacement lead. No further adverse patient effects were reported.

Event description:
Caller states that the inform meter base had burned upon connecting with the meter, and had melted plastic on the housing and the connector pins. No adverse event reported. Requested return of suspect device and replacement was sent.